Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the lead stretched out when pulling out of needle. The lead was discarded and the issue was resolved. No symptoms were reported and no further complications were noted or anticipated